Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The field service engineer that the customer's biomed will repair the device and will call back for preventive maintenance service once repair is completed. The customer has not provided information relative to the repair and/or resolution of the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The field service engineer (fse) reported that the ventilator had a primary alarm failure while performing the annual maintenance. There was no patient involvement at the time the issue was discovered.